Manufacturer narrative:
(B)(4). This is a report of use error where a supply bag became disconnected by a laptop running over it. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag became disconnected by a laptop running over it. This event occurred while the patient was connected. The technical service representative assisted with ending therapy and the removal of supplies attached. The patient was to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.